Event description:
It was reported that a shaft break occurred. The target lesion was located in the mildly tortuous and severely calcified ostial right coronary artery (rca). A 3.00mm x 10mm wolverine coronary cutting balloon was used for percutaneous coronary intervention (pci). During insertion, the wolverine device was advanced into position to treat the lesion. However, the mid segment of the delivery stainless steel delivery shaft snapped and broke apart. The device was removed from the patient in one piece, and the procedure was completed using an alternate device. There were no patient complications, and patient fully recovered.